Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the malformed staple line and applied another device. The hosp has reported that the pt's condition is satisfactory.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined as the clinically applied staple cartridge was not returned for evaluation.